Event description:
End user reports "some caps, she cannot even get open, they will not turn at all and has even asked help from her sister who also cannot even get some open and they have to discard without using them. Some open easily (as she is used to with this product, despite not having the best hand dexterity) and others are impossible to open having to struggle with them to get them to open. She said she isn't sure if this caused it but she was diagnosed with uti this past week using these. She said she hasn't had a uti in a couple years and last week started to have frequency, her back started to hurt and she felt "miserable." She did a urine sample as ordered by her md and a uti was confirmed. She was started on an antibiotic and then switched to a different one (name/s unknown when the urine culture came back and is only on day 2 of taking that new treatment course. She states she always washes her hands, uses 2- 3 wipes to cleanse her urethra with prior to insertion each time and ensures the catheter stays sterile prior to use."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.